Event description:
It was reported by the patient that the patient presented to the emergency room because the device was pacing patient's heart "so fast." The patient also reported that the device was reprogrammed, but patient is still "feeling three beats every three hours like clockwork." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.